Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during regular use the item broke.

Manufacturer narrative:
An event regarding a fractured driver was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that during regular use the item broke.